Event description:
An altitude alarm was declared by the pump, resulting in suspension of the customer's insulin. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer on cleaning the speaker holes and reconnecting the cartridge, and after following these instructions, the customer was able to resume insulin within the validated operating altitude range with no recurrence of the issue. The pump resumed normal operation, and the customer received tips to prevent future altitude alarms.